Event description:
A fragment of the guidewire coating was noticed in the rotating hemostasis valve during withdrawal of the guidewire through the microcatheter (non-boston scientific) at the end of the procedure. The clinical consequences to the pt are not known. Several f/u attempts were made to gather additional info. However, no responses have been received.